Manufacturer narrative:
FDA UDI - (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 222461 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 222461 and test base part number 195-430wl / lot 219533. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 222461 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single-use: device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. It is unknown if repeat testing or confirmation testing was performed. Consumer tested with an unknown brand of covid-19 test a week prior and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
FDA UDI: (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text: single-use: device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. It is unknown if repeat testing or confirmation testing was performed. Consumer tested with an unknown brand of covid-19 test a week prior and generated a positive result. No additional patient information, including treatment and outcome, was provided.